Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) recently tripped elective replacement indicator (eri). It was noted that the device was not capturing with a telemetry wand on the device, but was capturing when not in a session. The device was removed and replaced. No patient complications have been reported as a result of this event.